Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer stated that they received a low battery and after changing the battery, they were unable to get the pump to turn back on. The customer was advised to insert a new aaa alkaline battery which is stored at room temperature. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap and no blank display was noted during testing. The pump also was received with normal operating currents. No blank display was noted during testing. No damage found on the lcd isolation tape. No battery alarm anomaly during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.